Event description:
It was reported that a high ultrafiltration event of 1170ml had occurred during therapy while using an ak 96 machine. Reportedly three hours after treatment was started, the patient experienced muscle spasms. Blood pressure was measured as 92/60mmhg. Ultrafiltration was stopped and the patient received 300ml of 0.9% sodium chloride injection, 20ml of 50% glucose injection intravenously, and 10ml of 10% calcium gluconate injection intravenously. It was reported that the muscle spasm symptoms were relieved after 20 minutes. No further information available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the trouble shooting was performed by a qualified technician. The technician "proactively replaced the uf module". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.